Event description:
(B)(4). Upon induction of anesthesia and intubation, it was noted that this pt was not being ventilated appropriately by the anesthesia machine. Upon further investigation, the circuit tubing for the machine was noted to be connected incorrectly (bellows connected to the pt port and pt connected to the bellows port). Once the connections were corrected, appropriate ventilation was achieved. The anesthesiologist checked the machine as she normally does by holding the bellows and pushing the o2 flush on the machine to check the pressure. Everthing seemed in order. She did note, however that she could hear a leak once she placed the pt on the machine.